Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: exact date unknown, event occurred in approximately late summer of 2022.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned as it was not released by the facility.